Event description:
It was reported that a skin irritation causing excessive redness, rash, and clear liquid drainage had occurred while wearing the pod between 24 and 36 hours on the leg. Symptoms began 1 day into usage. The patient went to see their doctor. The patient was prescribed an antibiotic (smz/tmp bactrim, with the dosage being 800/160 mg.)

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
Pod data indicates the pod operated and delivered insulin as intended during operation. Inspection of the needle tip, soft cannula, and bottom housing found no damages or defects that would contribute to irritation. The cause of the reported event could not be determined. A crack was observed on the top housing. It could not be determined when or how this damage took place. The crack cannot be contributed to the reported irritation.